Manufacturer narrative:
Complaint confirmed, the tip broke off. A likely cause of the event is prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a labrum refixation surgery, the tip of the lasso broke off under moderate force and got stuck inside of the patients shoulder. The surgical technique needed to be changed from an arthroscopy procedure to an open procedure to retrieve the broken fragment. The surgery was completed successfully. No additional surgery is planned. Update 15-may-2020. Surgery took approx. 30 min longer. Change of technique will result in a larger scar (approx. 5 - 10 cm). According to the surgeon, it's very, very unlikely that patient will suffer from any other consequences as no nerves have been injured.